Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head image was excessively blurry. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. No problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the camera head image was excessively blurry. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.